Event description:
It was reported that a cartridge alarm occurred during basal delivery and the load sequence with multiple cartridges. Additionally, the cartridge was difficult to install. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.